Event description:
Reportable based on device analysis completed on 09-oct-2018. It was reported that the tip part was damaged. The 85% stenosed, moderately tortuous and moderately-severely calcified target lesion was located in the mid right coronary artery. A 6f guidezilla ii was selected for use. During procedure, when trying to cross the lesion, it was noted that the tip part was damaged. The procedure was completed using a different device and no patient complications were reported. However; returned device analysis revealed that there was a complete separation at the collar. Device eval by manufacturer: returned product consisted of a 6f guidezilla ii guide extension catheter. The device was bloody and was received partially separated. The device became fully separated during lab analysis. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a complete separation at the collar, collar damage, the distal shaft was kinked 6 mm from the tip, and tip damage (misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.